Event description:
It was reported that the right ventricular (rv) lead impedance decreased and was noted to be low approximately 22 months post implant. The lead switched to unipolar pacing. The physician elected to leave the lead in use for approximately 4.5 years. The lead was capped during device change out and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.